Event description:
The customer was in bed sleeping and family member noticed customer was sweating heavily and used the suspect device to check their blood glucose. A result over 300 mg/dl was obtained. Emergency medical technicians were called and when they arrived, they checked the customer's glucose and the level was 60 mg/dl. Customer was transported to the hosp and given an IV. The reporter was not sure of the exact treatment. Controls were not used on the system. The device was replaced and requested to be returned for eval.